Event description:
It was reported that while transferring the patient in the lift, the lift dropped the user. During the fall, the mast and boom assembly fell, pinning the patient's caretaker to the wall. The patient's caretaker did report a bump on her head and some soreness. No patient injuries were reported as a result of this event.